Event description:
It was reported that the image qual, when using cine in the subtraction mode, on the 9800 sys is poor. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded software. The sys was tested and found to be working as intended and placed back into svc.